Event description:
It was reported that during a ptca treatment procedure the maverick otw balloon ruptured at 8 atms on the initial inflation. No patient injuries or complications were reported. Additional information has been requested regarding this event.